Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used a tandem charging cable and tried charging with different wall outlets and adapters, but problem persisted. Technical support decided to replace the pump since it was still under warranty and instructed the customer to return the faulty pump using a prepaid label. Customer was informed on how to put the pump into storage mode before returning it and acknowledged this guidance.